Event description:
A malfunction alarm was reported, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer did not reset the pump prior to contacting support, so technical support provided pump reset information and assisted with resetting the pump. Following this, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happens again.